Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, while using bd nexiva dual port with q-syte "20g x 1.25". The needle disengagement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, we had a safety event reported for bd item # 383537, (bd nexiva closed IV catheter system -dual port with 20 ga x 1.25 in safety needle). During this incident, the needle failed to disengage from the catheter. The defective product has been discarded by the caregivers. "(B)(6) request for piv x 2 for medication administration from (B)(6) rn. Right forearm (rfa) vein identified for proper placement of 20 g piv. Access was successful and upon removal of needle from catheter, needle was stuck and did not remove from catheter. After trouble shooting to remove needle part, decision was made to completely remove piv and restart. 2nd attempt rfa was successful piv insertion with no issues. 3rd insertion on left forearm successful. Patient had three venipunctures with one being unnecessary due to equipment malfunction".

Manufacturer narrative:
Pr 7620041 ¿ follow up MDR for device evaluation our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 20g x 1.25" nexiva device from material number 383537, lot number 2340973. The photograph displays the needle fully retracted within the tip gray shield component, but the tip shield was shown connected to the catheter adapter. What appeared to be blood residue was observed in the catheter. Without the physical sample, the cause of the reported issue could not be determined. Since the photograph showed the tip shield connected the catheter adapter, your report was confirmed as a failure to decouple, but the cause could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h10 manufacture narrative

Event description:
No additional information